Event description:
The customer reported that during resident transfer the left leg sling clip detached. As a consequence of the event the resident fell out from the device. The resident sustained fracture to the skull and brain bleed,